Manufacturer narrative:
H3/h6: the software analysis was completed. In summary, there were no errors captured in the logs, there was insufficient information to determine the cause of the issue. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information added to b5. Correction: ime code updated to reflect the information provided in the previous report about the patient's subdural hematoma. Imf codes updated to reflect the previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient required an additional surgery because the surgeon nicked a vessel. A new plan was made during the case because the surgeon could not get to the original plan.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 29631, serial/lot #: (B)(6); product ID: 25650 h3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c19 and d14 apply to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement procedure. It was reported that while using the automated trajectory guidance unit in a dbs lead placement case, the unit was not aligning to the target. The site placed the first two electrodes according to plan with the unit successfully. On the third electrode placement, the site unlocked the positioning arm and then hid the previous two plans so that only the third plan was showing. The surgeon then adjusted the unit placement to get it within range of the plan. In the last two placements, the surgeon was able to use the guidance view on the navigation system to adjust the placement of the unit until they would get the "within range" symbol and lock down the positioning arm. This time, the surgeon spent a very long time trying to align the unit to the plan, but the "within range" symbol would not appear, even when guidance view on the system would show they were aligned to the target. The site switched to the fourth plan but ran into the same issue. The site had 12 plans, but checked that only one was visible at a time. The site rebooted the unit with no success. The site made sure there were no errors on the unit and reverified the unit tracker. The rep also noted they were able to resolve the issue during the case by redoing some of the plans. It seemed like some of the original plans may have been out of reach of the positioning of the unit and needed adjustment. Additional information was received. It was reported that per a manufacturer representative (rep) the issue occurred due to the doctor being unable to reach their preplanned targets, not due to the system operating incorrectly. The rep later gave advice for better workflow. The incident did cause about an hour delay and the patient was brought back to surgery for a subdural hematoma.